Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted prior to the patient undergoing an ablation procedure. Defibrillation threshold (dft) testing was performed before the patient was discharged from the hospital and no pacing was observed at maximum outputs. Other lead measurements were normal. An echocardiogram was performed and revealed a perforation. It appeared the tip of the rv lead had projected into the left ventricle. A lead revision was then performed. During the procedure, a perforation could not be confirmed, and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.